Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 38 mmol/l. The customer also had high ketones. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.